Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her blood glucose was over 600 mg/dl. Customer's high blood glucose was due to the steroid ear drops. Customer was assisted in getting the device out of suspension. Customer will not be returning the device for analysis.